Manufacturer narrative:
One used lf5544 ligasure device was received, and evaluation of the sample confirmed the reported issue. Visual inspection identified the clear insulation close to the jaws was damaged, causing it to fail hipot testing. The investigation identified the root cause of the issue to be misuse, where the insulation damage is consistent with rough use or improper handling through a trocar. The IFU included with this product states: to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which can compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation.

Event description:
The customer reported that during a lap transanal transabdominal proxy-sigmoidectomy, the device broke. No patient injury occurred or medical intervention was required. Examination of the received device found the clear insulation was damaged, causing the device to fail hipot testing.